Event description:
It was reported that during a lap rou en y gastric bypass procedure, the device misfired. Case completed with another device of the same product code. No patient consequence

Manufacturer narrative:
Evaluation summary: the device was returned in good visual conditions and with a cartridge not loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was fully fired and the left side was 1/4 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found normal. The device was tested for functionality with a test cartridge and fired; it cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.